Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture on the right ventricular (rv) lead. No asystole was observed. The rv lead was explanted and replaced. A fluoroscopy was performed which did not reveal any lead damage nor lead dislodgement. The cause of the observation is unknown. This pacemaker remains in service. No additional adverse patient effects were reported.